Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. The reported problem of pump powering off randomly was not verified. The software was replaced as a preventive measure. Other issues were found and repaired on device; s127 c000 r000. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump powers off randomly. No patient adverse events reported.